Event description:
Coil stretch/fractured. During coil embolization while placing in the middle cerebral artery (mca) 5 mm aneurysm, the coil stretched. The coil was being removed and case was ending at this point when the coil stretched. The physician attempted to snare it out, however, was unsuccessful and the coil fractured. The stretched coil was pinned against the wall with an enterprise stent. There was no resistance felt or unusual behavior. There was no calcification/tortuosity present within the vessel. No resistance felt when the coil was initially being advanced through the prowler select lp straight tip mc to the target site. Continuous flush was maintained within the mc. This was the 4th coil after using a complex 5 x 20, 4 x 7, and 2.5 x 2.5. The patient subsequently had a small bleed post procedure.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.